Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that while removing the leads from a trial patient, the physician encountered resistance, resulting in the detachment of two electrodes. X-rays confirmed the detached components were in the subcutaneous tissue. The physician removed one of the electrodes. Since the patient had a successful trial, the physician decided to remove the other electrode during the permanent implant procedure. There have been no reports of further complications regarding this event.